Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that a female patient in her 60's with multiple hepatic masses had been identified after hepatic function disorder, and multiple metastases of rectal neuroendocrine carcinoma to the liver and lungs had been diagnosed based on detailed examinations by the physician. A rapid enlargement of metastatic lesions within the liver and worsening hepatic function due to the enlarged lesions were noted. The decision was made to treat hepatic metastases first. Given the presence of multiple tumors in both hepatic lobes. Cisplatin (cddp) was to be injected intra-arterially into the entire liver and embolization performed with spherical embolic materials in both the left and right hepatic lobes. Post-treatment a computed tomography (CT) scan demonstrated overall reduction in contrast enhancement of metastatic lesions within the liver, and a decrease in size was noted. Therapeutic responses to transcatheter arterial embolization were confirmed, and systemic chemotherapy with streptozocin was then initiated about 3 months after the initial treatment. About a year later, the appearance of urine proteins, increased tumor markers and ldh levels were noted. Streptozocin was temporarily discontinued, and another treatment for metastatic lesions within the liver was planned. The two-stage embolization procedure in accordance with the same protocol as before was successfully completed again. Tumor lysis syndrome, increased liver enzymes and acute kidney injury had developed 3 days after intra-arterial injection of cddp and embolization with spherical embolic materials within the liver. The event was assessed as serious as the patient started to receive maintenance dialysis. A week later, CT scan demonstrated necrosis of metastatic lesions in both hepatic lobes, and tumor lysis syndrome was diagnosed. Treatment including hemodialysis led to recovery from the acute condition, but renal impairment was irreversible. Maintenance dialysis was thus initiated. A month later, CT scan demonstrated an overall shrinkage in the lesions and marked calcifications on the lesion boarders. No apparent enlargement of metastatic lesions within the liver was noted, although other lesions had enlarged.